Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003 the patient presented with the following preoperative diagnosis: grade ii spondylolisthesis l5-s1, lumbar degenerative changes stenosis in the herniated, disc l4-l5 a s well as facet arthropathy in neural foraminal stenosis l4-l5. The patient underwent the following procedures: l5 laminectomy, l4-l5 bilateral facetectomy, transforaminal lumbar inner body fusion l4-l5, l5-s1 with a discectomy performed at l4-l5, l5-s1. Placement of peek inner body spacers with bmp , placement of bilateral pedicle screw and rod instrumentation at bilateral l4-l5, l5-s1 , emg monitoring, intraoperative fluoroscopy. Per op notes: once this was removed the irrigation was used to flush out any remaining cartilaginous or disc fragment. Once this was performed, several trials of peek spaces were attempted. Once they were appropriately sized, bmp was packed into these peek spacers and then they were tapped in place into the anterior portion of the disc space at l4-l5, l5-s1. Once this was performed the local bone graft as well as remaining pieces of bmp wrapped in, autograft s were then used and placed in the lateral gutters. There were no technical complications. Patient alleges unspecified injury due to the use of rhbmp-2